Event description:
Per the customer, a pt was treated with levulan 20% topical solution 30 mins prior to clearlight acne treatment to the face and back, and the levulan was completely rinsed or washed off prior to beginning the clearlight treatment. Customer reported that the pt returned later that day with burns on the face; no injury to the back. Per the physician, the burns were primarily first degree; some areas converted to second degree and one area on the chest was partial thickness. Per the physician, the left cheek may develop a chicken-pox scar. Initial medical intervention included oral antibiotic (cephalexin); topical steroid (aclovate) and vinegar and cold water compresses. The pt was followed 3 days later, at which time the physician prescribed centany antibiotic ointment for open crusts and refilled the cephalexin to use as needed. Pt was advised by customer to limit sun exposure and to wear a wide-brimmed hat even after the clearlight procedure.

Manufacturer narrative:
Lumenis svc evaluated the clearlight device and no problems were noted with device operation or power, system ready for use. The most likely root cause was mis-use of the levulan. Levulan is not a recommended use with the clearlight. It is also possible that the benzoyl peroxide applied by the pt, either alone or in combination with the levulan, contributed to the burns. Sun exposure to the face immediately after the clearlight treatment could also have contributed to burns on the face. In the original analysis, this incident was determined by lumenis not to be MDR reportable. This incident was later reclassified by lumenis as MDR reportable as a result of an internal audit and the FDA letter dated 7/25/06.